Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to dock the system because of a missing docking pin. The x-stage cover, docking pin, and left and right plates were changed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the grey cover looked damaged and the docking hole was broken. Both issue were related to bad docking position. There was no patient present when this issue was identified.